Manufacturer narrative:
Reported event: an event regarding alleged instability and loosening involving an unknown implant shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not received. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: an event regarding alleged instability and loosening involving an unknown implant shell was reported. The event was not confirmed. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2016 the patient underwent a right total hip arthroplasty. It is further alleged that she was revised on (B)(6) 2019 as she had developed instability and pain on standing as the device did not properly attach to the acetabulum.